Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01917 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. This event occurred at (B)(6) university in (B)(6). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The IFU contains warnings in the introduction, surgical procedures, and patient care and management sections that the pump may cause interference with icds (implantable cardioverter defibrillators). If electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. Prior to implanting an ICD or ipm (implantable pacemaker) in an hm3 patient, the device to be implanted should be placed in close proximity to the hm3 pump and the telemetry verified. If the patient received a heartmate 3 and has a previously implanted device that is found to be susceptible to programming interference, the manufacturer recommends replacing the ICD device with one that is not prone to programming interference. The safety testing and classification section of the IFU states that if the hm3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2019-05404. T was reported that during the heartmate ii to heartmate 3 pump exchange for infection, an attempt was made to perform defibrillation for ventricular tachycardia; however, defibrillation was not possible. The combined medical device did not recognize the extracorporeal pad itself. At the end of the surgery, when the implantation of the heartmate 3 was completed and defibrillation was performed using the same combined medical device and pad, it was correctly recognized. Electromagnetic interference between the defibrillator with pacing function and the device was suspected.